Event description:
The customer reported that during a routine check of the iabp, the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company service representative evaluated the unit was able to duplicate the event reported. The manifold drive k6 valve failure was observed. He replaced the manifold drive (part # 0104-00-0018). The service representative performed full calibrations, functional testing and safety checks to factory specifications. The iabp was in good operational conditions and was released to the customer. The manifold replaced was inadvertently discarded by the company service representative, thus no evaluation could be performed. (B)(4).